Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-jul-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system screen turned black. A field service engineer (fse) found that the screen kept going to sleep. Upon logging into the station, the fse discovered that the c drive was 98% full, with no eset or wsus services running. The fse attempted to clear off storage space, but the device would not boot back up. The customer was using win7 version 1.5.2. Due to the full storage space on drive c and the inability to boot the station after attempting to clear storage space, the device was reimaged back to win7 version 1.5.2. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that the bd pyxis¿ anesthesia station es screen kept turning black from time to time. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.